Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. Medical records were received from the surgeon, which indicated "possible early cystoid macular edema". Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information. (B)(4).